Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was unable to confirmed or duplicated as described. Additionally, visual inspection found damaged to the resistive touchscreen.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen is freezing up. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event of the touchscreen intermittently responding. After replacing the front panel assembly, the issue was resolved. The fsr performed the user verification test and operator verification procedure. The fsr reported the device meets factory specifications and a return good authorization has been issued for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.